Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that the patient¿s tube contains red like jelly and abdomen/stoma is bleeding. Patient has stated this has been bleeding for the last three days and it is the third time it has happened in the last twelve months. She has been administering self-care to the bleed. The patient has said it is not bleeding profusely but appears to have mucus present. On (B)(6) 2019 it was reported the patient began taking oral antibiotic flucloxacillin 500 mg beginning (B)(6) 2019 for an infected stoma. Patient has noted a reduced amount of bleeding to the site.